Event description:
It was reported that the catheter was inserted. The following month, the result of the blood culture showed fungous infection, and on the next day, the PICC was extracted for inspection. The result also showed fungous infection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.